Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best or our knowledge.

Event description:
Customer called to report a high blood glucose level of "29 mg/dl." Customer's current blood glucose reading was 96 mg/dl. Nothing further reported.